Manufacturer narrative:
B5: additional event information received indicating no patient involvement (updated b5, a1) h6: event problem and evaluation codes: updates not required.

Event description:
Additional info received via email (B)(6) 2022: alarmed during set up prior to being hooked up to a patient. No patient involvement was reported.

Manufacturer narrative:
Health impact and evaluation codes: updated device evaluation: the product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history report (DHR) review was not performed. Service history review identified this device has been in for service in the previous year, but there was no indication or evidence provided in the complaint of a service issue as the complaint is unrelated to the previous repair. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation., corrected data: d3 and g2

Manufacturer narrative:
Operator of device is unknown, no information has been provided to date. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device was beeping and lighting up at the fill line icon that looks like a box with the arrow pointing down. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.